Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 236 mg/dl, 165 mg/dl, 139 mg/dl, 133 mg/dl, and 117 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.